Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was returned for investigation and the reported errors were reproducible. The results of the analysis shows that the device is working properly and no device issue was found. The technical support team attributed the reported issue to incorrect operation.

Event description:
The customer reported that the positive end expiratory pressure (peep) sensor alarm was triggered on the device and jet 2 was not working. Additionally, jet 2 tubing was extremely hot. There are some bubbles near the outlet of the jet 2 tubing. The customer reported that the reported issue was detected during configuration and there was no patient involvement.